Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted urological procedure, the needle was lost in the trocar when the large suturecut needle driver instrument was being removed. The needle was not found after an exploratory laparoscopy was performed. No additional ports were placed in order to perform the exploratory laparoscopy. The procedure was completed with a 90-minute delay.